Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. Parts were ordered in order to repair the problem. No conclusion can be drawn as repair info is unavailable and no additional service info was provided.

Event description:
The customer reported that the system's collimator intermittently closed and no visual display of the fluoroscopy image was accessible despite the light being on. No pt injury was reported.